Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomedical stated that there was no report of any patient injury or medical intervention caused by the failure of this device. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when this failure occurred, and no additional contact information was provided.